Manufacturer narrative:
Incident date is approximately nine months past the product's labeled expiration date. Probable cause is uv embrittlement. Since (B)(6) 2011, this product has been manufactured with a uv inhibitor and anti-oxidant.

Event description:
Complainant stated canister imploded during a routine test of vacuum pump on a crash cart. There was no patient involvement.